Event description:
Same case as MFR report #: 2134265-2009-00674. Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, a vessel dissection occurred. The procedure treated two target lesions. Target lesion one was a de novo, bifurcated 3.0x24mm proximal lad (left anterior descending) lesion with moderate calcification, mild tortuosity, and 90% stenosis. Target lesion one was treated with predilation, placement of a 3.0x28mm promus stent, and post dilation resulting in 0% residual stenosis. A dissection of the diagonal branch occurred due to the kissing balloon procedure performed after the stent deployment n the lad. A 3.0x15mm quantum maverick balloon was in the lad and a 2.5x20mm maverick balloon was inflated to 8atm for 15s in the diagonal. A type a dissection occurred at the ostium of the diagonal branch. No treatment was required. Target lesion two was a de novo, 2.5x25mm distal circumflex lesion with mild tortuosity and mild calcification. Target lesion two was treated with predilation, and placement of non-registry taxus stents resulting in 0% residual stenosis. The patient was discharged one day post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.